Manufacturer narrative:
Based on the reported information, it appears the cannula was bent or kinked which could have restricted insulin flow and contributed to the patient's high bgs. Because the product was not returned for evaluation, a device malfunction or defect cannot be confirmed. The user guide advises customers to check blood glucose levels frequently to avoid problems such as hyperglycemia. The lot numbers were not provided, and therefore, could not be evaluated.

Event description:
Hcp called on customer's behalf to report higher than normal bg levels although no exact levels were provided. Hcp also stated that the cannula appeared to be bent or kinked and that the pod did not alarm. The product will not be returned for evaluation.